Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a revision surgery of an expert tibial nail due to non-union. In a modified technique for removal, cannulated connecting screw cross threaded in nail and stripped out. The surgeon pivoted using standard extraction screw without incident. The hammer guide did not interfere with the extraction screw. The surgeon pivoted using a hammer guide from expert retrograde/antegrade femoral nail (ex rafn) set. The nail was removed without further incident and new expert cannulated tibia nail was inserted. The procedure was successfully completed with two (2) minutes surgical delay. Concomitant device reported: unknown extraction screw (part# unknown, lot# unknown, quantity# 1). This complaint involves three (3) devices. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot part: 03.010.170, lot: 8408911, manufacturing site: haegendorf, release to warehouse date: 24.apr.2013. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary visual inspection: the hammer guide (part # 03.010.170, lot # 8408911, mfg # 24-apr-2013) was received with significant wear to the distal threads of the hammer guide. There is some discoloration to the anodized coating at that end of the threaded portion of the instrument. The rest of threads are in good condition. The visual defects are consistent with the hammer guide being hammered. The rest of the device is in good condition. The complaint is confirmed for deformation to the distal threads. Functional test: a functional test was not able to be completed since all of the instruments used were not returned. The complaint could not be replicated therefore the complaint is not confirmed. Dimensional inspection: dimensional analysis was completed, the outer diameter of the larger diameter measured 19.88 mm. This is within specification of 20 mm ± 0.2. The thread diameter measured 11.91 mm which is within specification. The inner diameter measured 3.49 mm which is within specification . Conclusion: the complaint condition is not confirmed as the hammer guide (part # 03.010.170, lot # 8408911) was received with wear to the last thread but the interaction between the hammer guide and the extraction screw could not be replicated. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.